Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the left common femoral vein using the pre-close technique via a 6f sheath prior to an electrophysiology (ep) ablation procedure. The sheath was upsized to a 10f and the interventional procedure was completed. Hemostasis was not fully achieved with the pre-placed proglide sutures. Therefore, another proglide was used; however, there was no suture present when the needle plunger was removed after deployment (cuff miss). Another proglide device was deployed successfully and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.